Manufacturer narrative:
Correction: updating aware date to july 5th.

Event description:
Related manufacturer report number: 2017865-2023-16911. It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and increased capture threshold. The atrial lead showed oversensing due to noise. This oversensing resulted in inappropriate mode switch. The leads will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that atrial and right ventricular leads were explanted and replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported event for over-sensing/noise was not confirmed. As received, a partial lead distal portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. Internal shorting was due to procedure damage to the inner insulation.